Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer removed the site and reported that the cannula was bent. The customer's blood glucose level was over 600 mg/dl. The customer changed all supplies to address the event.